Event description:
It was reported that the device did not work. Tests revealed that the handpiece had loose mount. There was no pt consequence.

Manufacturer narrative:
D4: other = batch number, h6: torn isolator. The hand piece was returned with a loose mount. It was tested on a generator and no error codes were found. However, the hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.